Manufacturer narrative:
An event regarding disassociation of the extension piece from the femoral component involving an mrs stem was reported. Review of provided x-rays indicated the following: prior to the disassembly, there was a normal implantation condition of the components with adequate size, position, alignment and fixation of all components. There is no indication that the product reported in this investigation may have contributed to the event as the device remains implanted. No further investigation is required at this time.

Event description:
It was reported that gmrs components were implanted for distal femur and proximal tibia on (B)(6) 2013. The patient felt unusual for his femur when he woke up in morning on (B)(6) 2013. From the x-ray, the connection of cement stem and extension piece was disassembled in the body. So, surgeons tried to assemble under radiographic guidance,but they could not be assembled because the tension was very tight.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that gmrs components were implanted for distal femur and proximal tibia on (B)(6) 2013. The patient felt unusual for his femur when he woke up in morning on (B)(6) 2013. From the x-ray, the connection of cement stem and extension piece was disassembled in the body. So, surgeons tried to assemble under radiographic guidance,but they could not be assembled because the tension was very tight.